Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer resolved the issue by powering on the all-in-one (aio) with the power button. The customer was not aware that the monitor had its own power button and confirmed the monitor had powered on successfully and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank, the cabinet was in offline mode, and the cabinet monitor would not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.